Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with presyncope and shortness of breath. Upon interrogation, the implantable cardioverter defibrillator exhibited oversensing, leading to episodes of mode switch. The patient would feel symptomatic consistently during reprogramming process. The device was reprogrammed successfully. Patient was in stable condition post event.